Event description:
Caller reported aviva system blood glucose results of 157 mg/dl and 53 mg/dl within 10 minutes. She states that after the reading of 53, she believes she took two glucose tablets, but can't remember exactly what she took. Her blood sugar readings went up after the glucose tabs and she has been feeling fine since. No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.